Manufacturer narrative:
Eval summary: without add'l info, the exact cause cannot be conclusively determined at this time. Eval: device history records indicate all components were mfg and inspected to spec. Broach impactor was returned for eval. Visual inspection confirms that one of the t-slot arms has been fractured. There is gouging on the edges of the slot on the handle, which look like they could have come from impaction on this portion of the device. A hardness test could not be conducted on the broach impactor due to assembly.

Event description:
It is reported that a portion of the impactor fractured off during use.